Manufacturer narrative:
Analysis of the tined lead found that all conductor wires were crushed. The #0, #2, and #3 conductors were shorted (overstress/damage). The distal end was stretched. Foreign material was observed on the electrodes and on the insulation in between the electrode sleeves.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the lead was replaced due to migration. The cause of the lead migration was not determined. The patient experienced less than 50% therapy relief. During the replacement procedure, the lead was found damaged as it was burned at the connection with the implantable neurostimulator. No electrocautery was close to or touched the lead during the procedure. The patient had also not experienced heat at the pocket. Impedances were tested to be ¿ok.¿ following the lead replacement, the patient was doing well and receiving effective stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.